Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient underwent treatment for a femoral fracture on (B)(6) 2013, and after the operation the drill guide was found broken. Reportedly, when the instrument was checked before the operation, there were no problems. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Lot number 8112626. Device received on 07/29/2013. Device manufactured on 12/21/2012. The manufacturing documents were reviewed and no complaint related issues were found. The investigation of the complained drill sleeve shows that the threaded tip is broken off on one side. We believe that the applied mechanical force in a slanting direction caused the breakage. It is indicative that the user tried to move the plate, with the still connected drill sleeve, in a more favourable position. The manufacturing- and material records were reviewed and no deviation to the specification was found. We conclude that the cause of failure is not due to any manufacturing non-conformance. No product fault could be detected.

Manufacturer narrative:
This device is used for treatment, not diagnosis.(B)(4)